Manufacturer narrative:
Initial report sent: 08/22/2007. Note: this report was originally reported via an asr summary report. However, on 08/13/2007 additional information was received which now indicates that this incident is reportable as an MDR adverse event.

Event description:
Procedure type: esophagectomy. According to the reporter, the device was used for an esophago-gastric tube anastomosis. After the first firing, the tissue specimen from the distal side of the anastomosis (gastric tube side) was not found. An incision was made in the gastric tube to check the condition of the anastomosis. Reportedly, it was stapled correctly. The missing tissue specimen was searched for inside the gastric tube, but it could not be found. Reportedly, there was no damage to the patient.